Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device cut the tissue? Could you please confirm the product code of the complaint device? Was it: ets flex 45mm ¿ articulating endo linear cutter (product code ats45)? Or ets45 endo linear cutter 45mm (product code ets45)? The product code ets45 has been discontinued and replacement of the same product code will not be available.

Event description:
It was reported that during laparoscopic appendectomy the device was loaded with the cartridge and when the device was fired the staples did not deploy. A second like device was used to complete the procedure with no patient consequences reported.